Event description:
The patient's mother reported the patient's blood glucose (bg) read "high" (over 500 mg/dl), while wearing the pod between 5 and 24 hours. The pod reportedly leaked insulin. As treatment, they applied a new pod and administered a bolus of 3 units.

Manufacturer narrative:
The pod was received fully deployed. The exposed portion of the soft cannula was observed to be damaged. The timing and cause of the damage is unknown. Fluid was able to flow through the fluid path despite the damage. A leak test was performed where the soft cannula was occluded, ratchet gear rotated, and fluid path was inspected. No leakages were observed. It could not conclusively be determined if the soft cannula damage contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.